Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary matrix drawer one was not sensing as closed, and auxiliary enhanced full height cubie drawer seven, rows b and c, were not detected on the bus. A field service engineer cleared medication jam or obstruction blocking the drawer sensor. The drawer was inspected using retractors, and no damage was found. The row board cable connections and drawer retractor connections were re-seated. After testing, the system was confirmed to function properly. All bus cable connections were checked and securely reconnected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, system auxiliary drawer failed and was unable to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.